Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint.

Event description:
It was reported to nevro that the patient passed away during the trial. Prior to the incident the patient was receiving effective pain relief and there were no reports of device-related issues. The physician stated the cause of death was natural and not related to the device.